Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's reservoir had air bubbles while priming. Customer stated they resolved the issue with a set change and insulin exited the device. Advised to disconnect in the future to avoid air bubbles and serious injury. Blood glucose level was 358 mg/dl at time of reporting. Nothing further reported.